Manufacturer narrative:
Only the year of implant is currently available - 2012; therefore, (B)(6) 2012 was selected as the implant date, as it is mid-year. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported a gore® helex® septal occluder was implanted in 2012 to treat a patent foramen ovale. Recent transesophageal echocardiography was performed in preparation for a watchman procedure. Imaging showed the occluder was unlocked and the right disc is extended into the mid right atrium. Imaging also demonstrated a leak from right to left noted around the device. The patient has no reportable symptoms and is currently on direct oral anticoagulant medication for atrial fibrillation. Device removal is being considered.

Manufacturer narrative:
Case imaging was received for evaluation. The evaluation of the returned imaging showed that the lock loop was hooked onto the right atrial eyelet approximately five years after the initial implantation procedure of the occluder. Additional imaging showed that the lock loop was no longer hooked onto the right atrial eyelet at the time the watchman procedure was going to be performed. Part of the right disc is off the interatrial septum and has moved inferiorly. The observation of the occluder unlocking and right disc extending into the mid-right atrium was confirmed. The report of the leak from right to left of the device could not be confirmed with the provided imaging. A root cause for the device shift and unlocking cannot be determined from the provided imaging.